Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, (B)(6).

Event description:
It was reported that the patient having excessive pain around the implantable pulse generator (ipg) and having numbness at the anterior thigh. The patient underwent an explant procedure. And was doing well postoperatively. The explanted ipg will not return.